Event description:
A customer contacted global technical services (gts) regarding a check supply line alarm that appeared on the homechoice (hc) unit during priming. The care giver (cg) stated that they have checked the lines and pulled up and down on lines the near door. Gts assisted the home patient (hp) with checking the supply bag and pushing in and turning the spike on the supply bag. The cg stated that the spike was not in all the way on the supply bag. The alarm cleared and the cg resumed with priming. No injury or medical intervention was reported. There was no additional information available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.